Manufacturer narrative:
(B)(4). The actual device has not been received and the investigation is on going at this time. A follow up report will be provided when the investigation results become available. (B)(4).

Event description:
As reported by the user facility: event description per facility event reporting system (charge nurse is the person reporting the issue and first person): "tobramycin dose started at 0800. Rn went to hang flush as pump had alarmed total volume have been infused (800ml that was programmed) and noted that approximately half volume was left in the bag. Pump reprogrammed for additional 500ml to be infused. Rn notified me and I went to change the pump. When I changed the pump, pump stated 908ml had been infused. Bag label stated there were 812.5ml total. When medication dose completed at 0930 (on new pump) 364.6ml had infused from what remained in the bag. If beginning volume was 812.5 as stated on the bag minus the 364.6 that infused from what remained in the bag. If beginning volume was 812.5 as stated on the bag minus the 364.6 that infused on the new pump, only 447.9ml would have infused on initial pump. The 'stars' were aligned when tubing was taken out of the pump. The battery was full and pump was plugged in. Unknown if the tobramycin was hung as a primary or secondary on the pump. Tubing is going to be sent with the pump. Unknown what the rate was set at. Unknown if the drug library was used. Unknown the length of time this infusion was suppose to run for no patient injury.